Manufacturer narrative:
(B)(4). It has been reported that the device will not be returned and no additional product or lot information has been provided; therefore, an evaluation of the device could not be performed and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Event description:
It was reported that there was leakage from the irrigation tubing during preparation before the surgery. The location of hole is unknown. The used generator¿s type is unknown. User training is scheduled to be done. There was no surgical delay and no adverse consequence to the patient. No further information was provided by the hospital. The product will not be returned.